Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, issued alerts via patient monitoring for high out-of-range pace impedance measurements greater than 2,000 ohms on both the rv and ra leads. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.